Manufacturer narrative:
(B)(4). Recall: this ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient did not charge the ipg as recommended; as a result the ipg became inoperable. It was reported the patient underwent surgery, where the ipg was explanted and replaced with a different model. The patient reported receiving satisfactory coverage and stimulation post operatively.